Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6)2002. (B)(4)

Event description:
It was reported that the patient had asystole, dizziness, and presyncope as the right ventricular (rv) lead exhibited intermittent capture and elevated thresholds. The lead was capped and replaced. No further patient complications have been reported as a result of this event.